Event description:
It was reported that one day post implant extended charge time was observed. Manual capacitor maintenance was performed and the charge time dropped. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.